Manufacturer narrative:
This supplemental report is being submitted to provide corrected data and additional information.

Manufacturer narrative:
Testing was performed at abbott diagnostics (B)(4). On retained kit lot 154389 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160 / lot 154389, test base part number 195-430h / lot 151075. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m139346 showed that the complaint rate is (B)(4). Abbott diagnostics (B)(4) was unable to determine the exact root cause of the reported issue; however, it could possibly be related to issues including the self-test user performance, interpretation of the result, or the specific patient sample.

Event description:
The consumer reported two (2) an unconfirmed false positive results with the binax now¿ covid-19 antigen self test performed on a unknown sample. It is unknown if confirmation testing was performed. The consumer reported she had a cough and was vaccinated. Although, requested no additional patient information, including treatment and outcome, was provided.